Manufacturer narrative:
A visual examination of the returned device found the catheter cut and the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device confirms the reported condition since the bent clevis arms could interfere with proper jaw closure. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, after collecting biopsy samples, the jaw of the device would not close. The forceps and scope were removed in tandem and the physician cut the device to remove it from the scope. Adequate samples had been collected and therefore, the procedure was completed with this radial jaw 4 single use biopsy forceps standard capacity device. It was reported that the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, after collecting biopsy samples, the jaw of the device would not close. The forceps and scope were removed in tandem and the physician cut the device to remove it from the scope. Adequate samples had been collected and therefore, the procedure was completed with this radial jaw 4 single use biopsy forceps standard capacity device. It was reported that the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).